Manufacturer narrative:
Visual inspection revealed that the patient line had separated from the cartridge.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge patient line separated from the luer lock. Customer's blood glucose level was 143 mg/dl.